Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that the sensor was giving her change sensor messages, even though the sensor was giving her correct readings. Customer said the pump was over-correcting such that she had a low. No treatment was mentioned for the low. Troubleshooting was not done. Helpline could not reach the customer. Pump was used within 48 hours of the low. It was unknown if smartguard was used. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced glucose readings was going up and down in large amounts due to customer was eating (foods high in carbs, fat, and protein) and due to the pump over-correcting, where customer's readings plummeted below 60 and sensors was giving correct readings, customer was given message that the sensor was no longer working and needed to be changed. The customer also reported hypoglycemia. The event involved product(s) mmt-1884, unomedical, mmt-342, mmt-7040a. Troubleshooting was not performed. No further patient complications were reported. It was unknown whether the customer will continue the use of the device or not. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-342. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.